Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen and depo provera. Concurrent conditions included amenorrhea, nabothian cyst, adenomyosis and paratubal cyst. Concomitant products included lithium and naproxen sodium (anaprox). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced bipolar disorder ("psychological injury/psychological or psychiatric problems condition: bipolar disorder"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, bipolar disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, nausea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bipolar disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: bladder problems, bladder infection, uti, vaginal infection, vaginal discharge. If you have not had your essure removed, are you currently planning for essure removal? Yes anticipated or scheduled date: (B)(6) 2020 discrepancy noted date of insertion: (B)(6) 2007. Approximately 2-6 coils could be seen extending into the uterine cavity bilaterally diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: blockage of the tubes. Ultrasound scan vagina - in (B)(6) 2008: result :- total bilateral occlusion. That everything looks good.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Case became serious incident as removal was done. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.